Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, an ilet pump touchscreen was unresponsive, preventing the patient from using the device interface. There were no adverse clinical effects and no changes in blood glucose control reported in association with the event. An investigation was conducted, which included guided troubleshooting steps such as cleaning the touchscreen, attempting input with a stylus, assessing responsiveness while connected to a charger, performing wake-button holds for sensor recalibration and restart, and allowing the battery to fully deplete to induce a hard reset. The caregiver allowed the device battery to deplete completely and subsequently recharged the device, after which normal function was restored and the pump operated as intended. Review of the available information indicated a transient touchscreen nonresponsiveness consistent with a capacitive touch sensor calibration issue that resolved following a hard reset. There were no device alarms reported and no impact to therapy delivery. Based on previously established findings for similar reports, it was concluded that the cause was a temporary device interaction issue that was resolved by a user-performed hard reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.